Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 28mm in length, concentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The diameter of the lesion was 4.00mm proximal and 2.75mm distal. Predilatation was performed. A 4.00 x 20 promus premier stent was deployed in the proximal rca and a 2.75 x 28 synergy drug-eluting stent in the distal rca. During placement of the 2.75 x 28 stent, a dissection occurred. A non-bsc stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable. It was further reported that it was a type- a, non-flow limiting, low grade dissection.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 28mm in length, concentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The diameter of the lesion was 4.00mm proximal and 2.75mm distal. Predilatation was performed. A 4.00 x 20 promus premier stent was deployed in the proximal rca and a 2.75 x 28 synergy drug-eluting stent in the distal rca. During placement of the 2.75 x 28 stent, a dissection occurred. A non-bsc stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable.